Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's (australia) ipg revision surgery (reference MFR. Report# 1627487-2015-21150). The physician inadvertently cut the patient's left lead resulting in loss of stimulation. The physician removed the terminal end of the cut lead from the ipg header and placed the port plug in the ipg port. Surgical intervention will be taken at a later date to replace the affected lead.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Further follow up identified the patient underwent surgical intervention on (B)(6) 2015 where the new lead was implanted which resolved the issue. Reportedly, the patient had effective stimulation postoperatively.